Event description:
The patient reportedly experienced a decline in performance, sound quality issues, and intermittency between the external equipment and the cochlear implant. External equipment was exchanged; however, the reported problem was not resolved. Additional testing showed that the device is functioning normally. The patient later reported pain and, discontinued to use his device. The patient's parent is considering reimplant surgery.